Manufacturer narrative:
Log files were sent in and interpreted on 09/02/2015 and there were no identified issues with the patient controller. 1 critical battery alarm was logged on (B)(6) 2015. It was stated by manufacturer engineer that the batteries in question have shown critical battery alarms or abnormally high cycle counts and should be replaced. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02345, 3007042319-2015-02346 and 3007042319-2015-02347) submitted for devices related to the same event.

Event description:
It was reported from the site that the "patient states he has been hearing beeps from his controller that sound like batteries being connected when he is not making connections and at one point he reports his screen going blank, suggesting a complete loss of power." Per visual inspection of equipment done by vad coordinator on (B)(6) 2015 in the clinic, there was "no obvious damage to either controller or batteries." Batteries were exchanged and taken out of service. It was stated that there were "no adverse physical effect to patient related to this complaint." It was further stated by site that at this point it appears that the replacement of batteries has resolved the problem. This is report 2 of 3.

Manufacturer narrative:
Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02345, 3007042319-2015-02346 and 3007042319-2015-02347) submitted for devices related to the same event.